Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm and the pressure readings were not displayed. A disconnection of the optical sensor on the iab side was suspected. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Manufacturer narrative:
This event occurred on the japanese market with a transray 40cc iab, which is significantly similar device to sensation 40cc iab which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacturer date corresponding to transray device involved in the event, which is not available in USA. UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing near the y-fitting approximately 75.9cm from iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.